Manufacturer narrative:
Patient identifier: (B)(6). 510k: this report is for an unknown screws: 2.4 mm and 3.0 mm headless compression/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. The complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could not be confirmed as no defect was alleged and no defect was identified for the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent post-op removal of a headless screw for an unknown reason. The screw was removed successfully. Patient outcome was unknown. This report involves one (1) unknown screws: 2.4 mm and 3.0 mm headless compression. This is report 1 of 1 for (B)(4).